Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the bag had appeared empty, while the pump had indicated that 8 ml remained. There was no injury. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.